Manufacturer narrative:
It is not clear the batch number related with the report. According to sales, there are three possible batches: 518512, 519044, or 518513. K980703. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with premilene suture. A (B)(6)-year-old patient, 37.2 weeks pregnant, with premature rupture of membranes, was admitted by transperitoneal segmental c-section at 9 pm on (B)(6) 2020, with a satisfactory procedure and subsequent closure of 3 continuous crossed planes, using novosyn 1 for fascial closure and premilene 2 for intradermal suture. The procedure was not complicated, and ends successfully but after 30 minutes she showed intense abdominal pain "like a tightening belt". On (B)(6) 2020, the patient shows signs of fluid leakage due to a surgical wound, with partial dehiscence, and few time later with complete dehiscence and exposure of intestinal loops. Immediate transfer is generated to close the postoperative disruption of the abdominal wall in which a rupture of the middle third of the premilene is detected with suture knots on both integral sides, proceeding to close the fascia with novosyn 1 and for intradermal suture with premilene 2.

Manufacturer narrative:
Samples received: no samples have been received for investigation. Analysis and results: the involved lot number is not known. Possible batches: 518512, 519044 and 518513. There are no previous complaints of the possible code-batches. We manufactured and distributed in the market (B)(4) of the batch 518512, (B)(4) of the batch 519044 and (B)(4) of the batch 518513. There are no units in stock. The manufacturing records have been reviewed, and it was evident that during manufacture of the batches, the process was conducted in a normal manner. During the finished product controls, all parameters were within specifications, so the batch was released without incident. The results of the analysis made to the finished product after release are evaluated, which include: characteristics of the thread, needle, length, diameter. All parameters are within specification. The results of the assembly resistance test are verified, with which the release force of the thread and needle is measures. These parameters are also within specifications. With the information available, and with no samples available for analysis, we cannot identify the root cause of the problem, and therefore cannot confirm a product quality defect. Therefore, the complaint has been classified as not confirmed. However, it has been entered into out databases for statistical purposes. If samples are available in the future we will re-open the case. No corrective actions are required on the manufacturing floor as this is an isolated case.